Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The physician elected to implant the patient with an ovation ix abdominal stent graft system was implanted aaa exclusion knowing that this would be an off label case. During the case, several troubleshooting techniques were involved in gaining access and ultimately correctly placing device. At the conclusion of the procedure, angiography showed the presence of an endoleak type ia, the physician elected to place a non-endologix stent across the sealing rings of the ovation device. During the procedure, the patient was reported to have lost blood and pressure issue were noted but resolved. Post implant cta axial image done post op a few hours later showing rupture/extravasation of contrast that looks to be at the level of the superior mesenteric artery. The patient was initially doing well in ICU post op, and then had sudden bp drop and ultimately expired.

Manufacturer narrative:
At the completion of the investigation, the difficulty to advance complaint is confirmed. The complaint is most likely anatomy related (thick calcified iliac and femoral arteries with angulation bilaterally). The intraoperative type ia endoleak was reported to be resolved post placement of non endologix stent, but could not be confirmed due to a lack of complete angiogram series from implant. Additionally there were evidence to support a type ia endoleak on post-operative imaging. The type ia endoleak is user related (off label neck angulation). The rupture complaint is confirmed. Device, user, procedure or anatomy relatedness of this rupture complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported to be expired post operatively, this could not be confirmed due to a lack of appropriate medical records. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.